Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured at the center part. The device was completely removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.